Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, halos, and dysphotopsia. The iol was exchanged for a different manufacturers iol with a .5d difference in power in a secondary procedure. Additional information has been requested. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Additional information provided: the manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided that the iol exchange was performed to eliminate the patient's dysphotopsia. The patient's issues have resolved.

Manufacturer narrative:
The lens was returned inside a small specimen jar. Solution is dried on the lens. No damage was observed to the haptic. The optic is torn/cut into two portions. One portion was adhered to the other optic portion in dried solution. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece, and viscoelastic combination. The root cause cannot be determined for the complaint. The lens was returned cut into two pieces, similar in appearance to damage from removal from the eye. The manufacturer internal reference number is: (B)(4).